Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, luer lock of the cordis f5.2+ jr4 100cm super torque angiographic catheter had a defect with potential leakage. There was no reported injury to the patient. The returned devices were taken from the shelf by the clinic staff themselves. The returned devices are still freshly packaged. These are still in their packaging. The devices have not unpacked or tested to see if they also have any damage or leakage. Unfortunately, we did not receive the products that were actually affected. Additional information was not received after multiple attempts.

Event description:
As reported, luer lock of the cordis f5.2+ jr4 100cm super torque angiographic catheter had a defect with potential leakage. There was no reported injury to the patient. The returned devices were taken from the shelf by the clinic staff themselves. The returned devices are still freshly packaged. These are still in their packaging. The devices have not unpacked or tested to see if they also have any damage or leakage. Unfortunately, we did not receive the products that were actually affected. Additional information was not received after multiple attempts.

Manufacturer narrative:
As reported, luer lock of the cordis f5.2+ jr4 100cm super torque angiographic catheter had a defect with potential leakage. There was no reported injury to the patient. The returned devices were taken from the shelf by the clinic staff themselves. The returned devices are still freshly packaged. They are still in their packaging and have not been tested to see if they also have any damage or leakage. Unfortunately, we did not receive the products that were affected. Additional information was not received after multiple attempts. Forty-three unused cath f5.2+ jr4 100cm devices from lot (18330164) and catalog number (533552), were received for evaluation. These devices were returned in their sealed inner packages and original box. The devices were unpacked to proceed with the product evaluation. Per procedure, the sample size resulted in a 100% inspection of all received units. During the visual inspection, all units were reviewed, and the devices were checked for any damage or anomalies in the luer hub that could have contributed to the reported failure. No damage or anomalies were observed on the luer hubs of the returned devices. All 43 catheters were flushed and no leaks were noted from the hub of any of the returned devices. Microscopic analysis and amplified imaging were performed on all received units, and no damage or leaks were observed on the hub of any of the devices. Without the return of the device or images for analysis, the reported customer event ¿luer hub-leakage¿ could not be confirmed for the affected device. Additionally, all 43 of the unaffected devices showed no signs of damages or leakage to the luer hub. Storage or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
E1: phone (B)(6). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, luer lock of the cordis f5.2+ jr4 100cm super torque angiographic catheter had a defect with potential leakage. There was no reported injury to the patient. The returned devices were taken from the shelf by the clinic staff themselves. The returned devices are still freshly packaged. These are still in their packaging. The devices have not unpacked or tested to see if they also have any damage or leakage. Unfortunately, we did not receive the products that were actually affected. Additional information was not received after multiple attempts.